Event description:
16f foley catheter balloon malfunctioned. Balloon did not drain when it was time to discontinue the foley after bladder instillation. Urine drained appropriately throughout patients treatment. 10cc was used to fill balloon. Attempted to use multiple empty syringes to deflate balloon on the catheter valve. Balloon did not deflate on its own. Could not manually aspirate the balloon. The y tip was cut in order for the balloon to deflate thus possibly exposing patient / nurses / environment to chemo.